Event description:
While performing bench service for the device, it was discovered by an authorized bench technician that the speaker volume was noticeably low. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.